Manufacturer narrative:
New information available on 7/23/2017 reveals that the patient was asymptomatic due to the shocks.

Event description:
New information available on 7/23 /2017 reveals that the patient was asymptomatic due to the shocks.

Event description:
It was reported that the patient presented after receiving inappropriate shocks from the right ventricular lead. Upon review under fluoroscopy, the lead was noted to be fractured. It was further noted that there was lead noise oversensing, which led to inappropriate shocks. The lead was explanted and replaced. The patient was stable during and post procedure.

Manufacturer narrative:
External insulation abrasion was noted at 24.2-25.7 cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location. External insulation abrasion was noted at 27.8-28.7cm from the connector pin, consistent with lead friction to the ICD can. The svc conductor cables were separated/abraded and the inner coil was exposed at this location. This is consistent with the observation from the field of noise.